Event description:
Stereotactic placement of bilateral sub-thalamic nuclear dbs leads with micro-electrical recordings was completed. Placement of activa pc generator and extension kits was done 1 week later. Approximately 2 months later our facility received a call from the provider office to report a short circuit with the impedance off. Configuration of programming changed so that those 2 circuits are not being used. This is the 3rd such problem our facility has seen in the past 6 months.